Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 100 mg/dl back to back with a result of 180 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated she took her normal medications prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.